Event description:
It was further reported that the right ventricular (rv) leads exhibited unstable impedances and insulation damage. The leads were capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached recommended replacement time (rrt), and the physician felt that the device would last longer. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.